Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis procedure was performed when the issue happened. The result of the procedure remains uncertain because of a lack of information. The philips field service engineer (fse) conducted an onsite inspection of the system but could not reproduce the customer's issue. Upon troubleshooting, fse could not determine the root cause. To resolve the problem, fse replaced the base station and return the part for analysis, but no failure found. After replacing the base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was intermittently not functioning. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.